Manufacturer narrative:
H4: the lot was manufactured from september 14, 2022, to september 15, 2022. H10: the devices were received for evaluation. An unaided visual inspection was performed, and no defect could be identified of the reported issue by initial inspection. Functional testing was performed using tap water and a leak was observed at the port 2 spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined, however, the cause was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.